Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: unknown - (root cause could not be determined). (B)(4).

Event description:
Physician attempted to inflate a sprinter legend 2.0x12mm balloon to predilate a lesion. Device was used in a right coronary bypass artery. It is reported that balloon ruptured when inflated at high pressure. A second device was used to finish procedure. No clinical sequelae were reported.